Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed recurring cartridge alarms and decided to replace the pump. The customer will continue using their current pump, interacting with it via a mobile app until the replacement arrives. Support provided instructions for returning the problematic pump and assured the customer that the replacement would have updated software. The customer confirmed understanding of the instructions and the return process.